Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. Review of pump history with tandem technical support showed that the pump battery depleted from 100% to 0% within one day. The customer's blood glucose level was 160 (mg/dl). The customer delivered a manual injection. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.